Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient's blood glucose on (B)(6) 2017 was above 500 mg/dl. No additional information was provided and troubleshooting could not be completed. Multiple attempts to contact the patient were unsuccessful. This complaint is being reported because a device malfunction or use-error could not be ruled out as a cause or contributing factor to the reported health event.